Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded act, up and down keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 347 mg/dl. After troubleshooting, customer was advised that the insulin pump would need to be replaced. No further information provided.